Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the stylus and cursor did not align. It was also confirmed that the keyboard was broken, two screws were missing and found inside the programmer. It was also confirmed that the power cord bay door was broken, and it was found that the printer drawer was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and cursor were offset to the point that it was unusable. The pen was calibrated multiple times, but the issue was not resolved. The programmer had been returned in march for the same issue. It was also reported that the keyboard and back of the unit were broken. The programmer has been returned for service. There was no patient involvement.